Manufacturer narrative:
(B)(4).device evaluation:the condition of a pca ii pump with an "overdelivery" issue was not confirmed and not reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. The device was returned unrepaired. A follow-up medwatch will be sent when additional information is available.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a pca ii pump in which an overdelivery occurred on a patient. The event occurred in nursing service area. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.